Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the cable was broken at the snake wrist, between the 2nd and 3rd wrist disc. Some physical damage was found on the wrist disc. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci si low anterior resection procedure the endo wrist one vessel sealer instrument was noted to have broken wires. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.